Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. Meanwhile, we cannot rule out the possibility that this event was caused by either other intraoperative factors or other factors related to postoperative management. Because this product (referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation, the cause of the adverse event has not been specified. The osferion bone void filler package insert states in the following section: <adverse events> infection, fever,pain,local sensation,red flare,inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). During the surgery, the surgeon in charge of the patient fixed the osteotomized tibia with a set of internal fixation device (a metal plate and bone screws) and implanted a piece of this product (bone void filler) into the bone defect created after the osteotomy; this product had been trimmed to fit to the shape of the bone defect before the implantation. About five months after the surgery, however, part of the surgical wound of the patient became necrotic. The patient was confirmed to be developing a surgical site infection. The surgeon administered an antibiotic to the patient. As a result, the infection subsided three days later. Then the surgeon carried out a second surgery. In the second surgery, after removing the metal plate and bone screws, the surgeon carried out both debridement of the necrotic tissue and wound irrigation. With the judgement that the infection was only involving the superficial surgical site, the surgeon left this product at the implant site.